Manufacturer narrative:
Additional suspects medical device component involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7086073, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a lead repositioning procedure and was doing well post operatively.